Event description:
Osteoarthritis pt received an ascension mcp implant in their right hand. Post-operatively, phalangeal loosening was noted and pain was reported. The implant was replaced with a silicone spacer, which continues to operate well. No further info is currently available.